Event description:
It was reported to philips healthcare that the codemaster xl intermittently will not turn on, although the power and battery lights are active. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4).